Event description:
The customer reported about 10 to 20 ml of clenz leaked from under the probe (front middle) of their coulter lh 780 hematology analyzer, which was not confined within the system. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) found the quick disconnect qd7 unlocked, separated and leaking diluent, cleaner and retic stain. He reconnected and locked down qd7 to resolve the leak. Further investigation by the fse found the leak had caused the solenoids for manifold mf18 to malfunction causing the background issues. He dried the solenoids, but they would not energize and he installed a new ribbon cable and a new diff pak to resolve the background issues. Fse ran shutdown, startup, latron, 5c controls, and retic controls, all within specifications. (B)(4).